Event description:
Pt called to report a crack in the junction between clave 2000 and sabratek luer lock tubing. Rptr saw pt and confirmed the above. Rptr changed the I/fu bag and tubing but it cracked again while connecting. It was replaced with no more cracking. The dose remained at 460 mg/day ivc.